Event description:
It was reported to manufacturer that the vns pt had a generator replacement surgery. During surgery, the surgeon observed that the lead was a little cut but it was not a clear cut. In that section (less than 1 cm long), the silicone was degraded about 25% down in depth from the surface. Also, the surgeon saw a very thin filament of the wire sticking out of the silicone. He stated the major wire is intact, but he did not know if this is one of the strands or not. After he saw that, he thought there may be high impedance. However, after the new generator was tested with the old leads, all the diagnostics were within normal limits. Therefore, the surgeon decided to not replace the leads and just observe the pt. It is unk if any x-rays were taken prior to surgery and if any pt manipulation or trauma had contributed to the event. The leads are still implanted in pt. Good faith attempts to obtain add'l info have been unsuccessful to date.